Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/21/2021.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy fluid, feeling unwell and diarrhea. The cause of the events was not reported. It was reported the patient was admitted to the hospital for the events. Treatment was not reported. It was reported that a patient passed away. The cause of death was not reported. It was not reported if an autopsy was performed. It was not reported if pd therapy was ongoing prior to death or at the time of death. No additional information.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.